Manufacturer narrative:
Customer contacted haemonetics on (B)(6) 2009 reporting that their orthopat machine experienced a fluid spill. No injury or reaction was reported. Evaluation confirmed the reported problem. The issue caused damage to various components. This report reflects a product issue identified during a retrospective review of service records. No patient or user harm of injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4).

Event description:
Customer contacted haemonetics on (B)(6) 2009 reporting that their orthopat machine experienced a fluid spill. No injury or reaction was reported.